Event description:
A malfunction alarm was reported by the customer, with no notable events occurring prior to the issue. The impact on the customer¿s blood glucose level was unknown, as the customer declined to provide this information. Customer support assisted in resetting the pump, which resolved the malfunction without recurrence.